Event description:
It was reported when using the bd pyxis medstation es system barcode scanner was not reading. The customer added that this malfunction affecting patient care and user was not able to load or refill medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the barcode scanner was not scanning. The field service engineer replaced barcode scanner cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Section b4 - corrected date of this report.